Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative that reported that the implant gets hot while charging and there was heating at the pocket site. The patient claimed that the battery was heating to an unbearable level during recharging sessions and the patient hasn¿t been using stimulation because of the heating. The patient had discomfort at the implantable neurostimulator pocket. It was getting worse recently , and the patient is having 4-6 headaches a week. This started about 3 weeks prior to the report in (B)(6) of 2016. The patient¿s device was implanted for migraines.

Manufacturer narrative:
Analysis results were not available at the time of this report.  A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported starting on (B)(6) 2016 when they charged the implantable neurostimulator (ins) the battery/ins pocket felt very hot and they experienced discomfort and a burning sensation. It was confirmed the consumer saw the standard recharging screen with full coupling when recharging and the thermometer icon wasn¿t seen. It was noted the consumer did trip and fall about three weeks ago but it was ¿nothing big,¿ and experienced no change in therapy.

Event description:
Additional information was received from the consumer via manufacturer representative. It was reported that patient experienced battery overheating sensation during recharge intervals. Patient also complained of periodic "shocking" sensations during recharge period and normal daily use. Battery was interrogated by other manufacturer rep with normal impedance check and battery life noted. Patient was advised to turn stimulator off until it could be explanted. Patient's device was explanted on (B)(6) 2017 and replaced. The issue had resolved at the time of the report and no further complications were reported/anticipated. The device was expected to be returned.

Event description:
Additional information was received from a health care provider and also the patient via a manufacturer representative. Impedances ranged from 1100 to 1600 ohms, group impedances are 1165 and 1344 ohms for the 2 groups. The patient recharges lying on her stomach with her implantable neurostimulator on her back side, she puts the implantable neurostimulator recharger antenna lying on top of the implantable neurostimulator, essentially putting minimal pressure on the implant. The recharging interval hasn¿t changed from about 21 days unless the patient uses her system more. The patient was shocked a couple of times while walking. The information from the implantable neurostimulator recharger indicates that the patient doesn¿t charge for long periods (15-23 minutes) because she feels the heating sensation at the beginning of these sessions. The patient was getting 8 coupling bars with recharge. The patient doesn¿t recall seeing the temperature too hot screen while recharging. The implantable neurostimulator recharger antenna was not recording a high temperature. The patient has tried charging with stimulation on and when stimulation is off, which does not change the sensation. The patient¿s implant was replaced in (B)(6) 2016, and the issue didn¿t start until (B)(6) 2016. The patient mentioned tripping when going up the stairs, but the manufacturer representative did not think that could have caused a problem. There were no falls reported. It was first noted that the implant was moving around a little, but later noted that the pocket is secure and the b attery doesn¿t seem like it could move.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported it was unknown when the patient first started to experience shocking, what the cause was, or whether it was resolved. No troubleshooting or actions were performed related to the shocking. The patient was going to charge more frequently for shorter periods of time related to resolving the heating during recharging. The cause of the heating had not been determined, and whether it resolved was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found it functionally okay and insignificant anomalies. The main component of the system and other applicable components are: product ID 3550-29 serial# unknown product type accessory if information is provided in the future, a supplemental report will be issued.